Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the electrode's soltive fiber was damaged. The issue occurred during a therapeutic ureteroscopy procedure that was completed using a similar device. This issue caused a delay and the patient was not impact by the failure.